Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01539.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod8 and a lantern delivery microcatheter (lantern). During the procedure, while attempting to insert the pod8 into the lantern, the physician experienced resistance and subsequently, the pusher assembly of the pod8 broke. Therefore, the pod8 and lantern were removed. The procedure was completed using a new microcatheter and other coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 139.0 cm from the hub. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly. The outer diameter (od) of the pusher assembly mid-joint was measured using a ring gauge (fx7487) and was within specification. Conclusions: evaluation of the returned smart coil revealed a functional device. During the functional testing, the returned smart coil was able to advance through a demonstration microcatheter without an issue. The non-penumbra microcatheter used in the procedure was not returned for evaluation; therefore, the root cause of the reported resistance experienced during advancement of the smart coil at the end of the non-penumbra microcatheter was unable to be determined. Further investigation revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock and the pusher assembly was kinked near its mid-joint. These damages were likely incidental to the reported complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.